Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. The account also reported that the patient had a steroid response to the drops used for dlk treatment and currently is on travatan z every night at bedtime (both eyes) with controlled iop and being followed by outside glaucoma specialist. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with high intraocular pressure (iop) on both eyes at 3 months post treatment (surgery day (B)(6) 2014). Account reported that patient had history of dlk (diffuse lamellar keratitis) and complained of halo/glare/shadows. It was stated that the patient experienced no loss of best corrected visual acuity (bcva).